Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es had a network and communication failure, devices with download stopped. The customer stated that the malfunction occurred during the user issuing medication to patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system, had a network and communication failure occurred. A technical support specialist (tss) dialed into all eight affected devices and confirmed that the windows time service was not set to auto start. As per knowledge article (ka) titled: device with download stopped notice reoccurs, the service was configured to auto-start. It was also confirmed that the system time on all eight devices was behind by 10 minutes. The time was updated accordingly. An email was sent to customer, and a response was received from customer the issue was resolved and granting permission to close case. The system functioned as intended after the technical support specialist (tss)troubleshooted the device.